Manufacturer narrative:
The 1.9f PICC was returned for evaluation with the side port and stylet attached. The stylet is kinked in multiple places. Functional testing was performed by flushing the device in the "received" condition. Flushing through the side port resulted in a leak around the side port cap. The cap was then tightened and the device again flushed, resulting in no further leaks. No problem found with returned device, no further investigation is necessary. The instructions for use (IFU) contains the following warnings and precautions: * attach saline filled syringe to luer of side port adapter and flush adapter and catheter. Assure the handle of the twisted wire stylet is firmly attached to the adapter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
PICC line found to have hole in it when flushed.